Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and grade 4 cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, bowel problems and dyspareunia. It was also reported that the patient underwent repair of anterior vaginal wall mesh erosion on (B)(6) 2009 due to exposed stitch of the anterior vaginal wall. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent obtryx implant concurrently with excision of vaginal mesh on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and the pinnacle pelvic floor repair kit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.